Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed via hysto') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced autoimmune disorder ("auto immune diseases"). The patient was treated with surgery (essure removed via hysterectomy). Essure was removed. At the time of the report, the medical device removal and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder and medical device removal to be related to essure. The following information was received from social media. Auto immune disease. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.